Manufacturer narrative:
Findings: unit received with intermittent frozen display, no button response, and constant audio alarm tone. Problem isolated to the motherboard. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to frozen display. No cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was 243 mg/dl. The customer was advised to insert new battery and constant tone disappeared. The customer replaced the battery and it is stuck on version 3.00 and won't move. The customer was unable to press buttons and unable to run a self-test. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.